Event description:
Terumo medical received an FDA medwatch report # mw5175412. The event description states: "during the leadless pacemaker (lp) implant procedure, a very elderly patient underwent right groin puncture. When attempting to advance an extra-stiff wire to the superior vena cava (svc), the vessel was found to be tortuous, and the wire entered directly from the inferior vena cava (ivc) into the right atrial appendage (raa), pressing against the raa multiple times. Subsequently, using a jr catheter for contrast imaging, the wire was successfully advanced to the svc, and the procedure continued. The delivery catheter docked with the lp device was then inserted into the right ventricle (rv), and rv imaging was performed to confirm the target position. However, during the attempt to implant the device, the patient's blood pressure dropped to 50 mmhg and spo2 to 70%, indicating cardiac arrest. While performing cardiac massage, echocardiography revealed a small amount of pericardial effusion. Drainage yielded just over 100 cc of blood. Although thoracotomy was not performed, the patients condition stabilized with the introduction of ECMO. It is believed that before the implant procedure began, the extra-stiff wire may have perforated the raa, leading to gradual accumulation of pericardial effusions and cardiac arrest." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot combination g4: PMA/510(k): unknown due to unknown catalog number. Since the actual sample was not returned, analysis of it could not be performed. Although the exact product code of the involved device was unknown, it was known to be a radifocus glidewire. Furthermore, since the involved device was used inside a blood vessel, it was investigated as a vascular guide wire m hereafter. Since the actual device was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number since the product code/lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. UDI no. Since the product code/lot# was unknown, di no. Could not be investigated. Since the product code/lot# was unknown, the manufacturing record and the shipping inspection record could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following inspection and control. The outer diameter of wire is controlled to assure its strength. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as peeling of the outer layer, a scratch or kink. The IFU of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." For the related reports please refer to section h10. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.